Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Toubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer's father stated the customer's bg was not coming down with the pump. Customer will revert to a back up plan of manual injections per md instructions.